Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient has experienced a shocking or jolting sensation since implant. This also occurred when the stimulation was off. The frequency was one or two times per week. No specific positions were noted and occurred when the patient was not moving (no rhyme or reason). The implantable neurostimulator (ins) was in the clavicle region and the patient was implanted for facial pain. It was not believed that sutures were used. The patient asked about intensity and same as when stimulation was turned on (or similar to a tens unit being turned on). It lasts a few seconds and then goes away, then comes back. The repeating lasts about four cycles of that. There was no scheduled therapy or cycling. Usage since (B)(6) was 13 hours and usage total hours since implant was 53 hours. The patient was not using the stimulation since her pain has gone away since implant. Palpating the area did not reproduce the shocking sensation. The cause has not been determined. The patient was going to journal the occurrences of shocking and the company representative was going to follow up with her in 2-4 weeks. If additional information is received, a follow up will be sent.

Event description:
Additional information received reported that the patient was going to keep a log of her experience and follow up but had not been heard from since.